Event description:
A biomed technician reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the biomed explained that about one minute into hd treatment the fresenius 2008t machine alarmed with a blood leak alarm. There was a leak seen internally at the blue hansen. Fresenius blood lines were being used. The treatment was stopped, and the patient was moved to a different machine with new supplies where the treatment was then completed that same day. There was no harm, adverse event or intervention associated with the blood leak. There is no patient information available to provide and the dialyzer is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomed technician reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the biomed explained that about one minute into hd treatment the fresenius 2008t machine alarmed with a blood leak alarm. There was a leak seen internally at the blue hansen. Fresenius blood lines were being used. The treatment was stopped, and the patient was moved to a different machine with new supplies where the treatment was then completed that same day. There was no harm, adverse event or intervention associated with the blood leak. There is no patient information available to provide and the dialyzer is not available to return for investigation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The reported complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. An delivery history search was attempted, but the provided clinic identifier did not yield any results. Additional identifiers were searched in system using the provided name of the clinic; however, none of the identifiers with the provided clinic name yielded any results. As such, no specific lot numbers with the reported catalog number were able to be identified. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.